Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, one week post operative, after use of (3) 6f-12f mynx control venous vascular closure devices (vcd) the patient experienced bleeding and severe bruising in abdomen and right thigh. Patient was not seen for follow up. The device was prepared and used per the instructions for use (IFU). Three total number of access sites on the affected limb. 3-4 mm distance approximately between the access sites. The unknown sheath was downsized to an 11f unknown sheath. No other closure devices were used on the affected limb. An ultrasound was not performed prior to discharge. The physician and technician performed the procedure. The procedure was a pulse field ablation (pfa) utilizing a non-cordis device. The deployer is mynx certified. Additional information was requested but not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, one week post operative, after use of three (3) 6f-12f mynx control venous vascular closure devices (vcd), the patient experienced bleeding and severe bruising in abdomen and right thigh. Patient was not seen for follow up. The device was prepared and used per the instructions for use (IFU). Three total number of access sites on the affected limb. 3-4 mm distance approximately between the access sites. The unknown sheath was downsized to an 11f unknown sheath. No other closure devices were used on the affected limb. An ultrasound was not performed prior to discharge. The physician and technician performed the procedure. The procedure was a pulse field ablation (pfa) utilizing a non-cordis device. The deployer was mynx certified. Additional information was requested but not provided. The devices were not available to be returned for evaluation. The product history record (phr) reviews of lot f2419206 and f2419310 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in mynx control venous instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Based on the information available for review, it is not possible to draw a clinical conclusion between the device and event. However, patient factors and handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿while maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿modify activity for 3 days or more: no driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting of anything over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the phr reviews and available information, there is no indication that the reported event is related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.